Manufacturer narrative:
The field service engineer washed the flow path. The customer ran controls and controls recovered ok. Precision studies were also performed. The electrodes were replaced, but the customer continued to have issues with patient na results. A fatty substance was also found on the cuvettes.

Event description:
The initial reporter stated they started having issues with ise indirect na for gen.2 patient results on the cobas 6000 c (501) module on 18-oct-2021. The customer stated the reaction disk and metal plate were greasy. The customer cleaned the system and performed a water bath exchange. After the maintenance actions were performed, the customer stated they received discrepant na results for three patient samples. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 179 mmol/l, which repeated as 142 mmol/l. The second sample initially resulted in a na value of 163 mmol/l on (B)(6) 2021, which repeated as 136 mmol/l. An additional na value of 138 mmol/l was provided for this sample. It was asked, but not known is the 138 mmol/l was an additional repeat value or if it replaces the 136 mmol/l value. The third sample initially resulted in a na value of 588 mmol/l on 20-oct-2021, which repeated as 136 mmol/l. The na electrode lot number was n5539. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined that rinse tubing was damaged. The issue was resolved after replacement of the tubing. The investigation determined the service actions resolved the issue.